Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this rv lead is being removed due to a lead fracture. The lead was successfully removed and replaced with a new lead. . No adverse patient effects were reported.